Manufacturer narrative:
E1: phone (B)(6). B3, g4: unknown. One device was received for evaluation. Visual inspection found the tamper seal missing. Review of the event history log found error code 41622. Functional testing was able to duplicate the reported problem. It was determined that the uso sensor was the root cause. The uso sensor was calibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm. There was unknown patient involvement.